Manufacturer narrative:
Follow-up #1 date of submission 09/14/2015-product analysis:the device was returned and evaluated by product analysis on 08/25/2015 with the following findings:the pump powered on to a blank display screen. Moisture was observed behind the display lens. Leak testing revealed a pump case leak. Moisture was observed on the pump¿s internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen w/moisture-behind display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.